Event description:
It was reported that during an unk procedure the device blade broke off the device. The blade did not fall into the pt. They do not have any info for completion of the case. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).